Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call retainer ring anomaly on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the retainer ring anomaly was performed. Customer advised the retainer ring was missing and the reservoir compartment was broken. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump was received with minor scratched lcd window, faded serial number label, missing retainer and missing reservoir tube o-ring. Unable to perform displacement test due to missing retainer.